Manufacturer narrative:
This report is for an unknown - constructs: veptr/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Medical/surgical intervention required. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed.   This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will   be updated as applicable.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: nossov, s.b. Et al (2019), veptr: are we reducing respiratory assistance requirements?, journal of pediatric orthopedics, vol. 39 (no. 1), pages 28-32 (USA). The aim of this prospective study is to identify patients with early onset scoliosis (eos) and respiratory failure as indicated by an abnormal avr who underwent early veptr treatment (with and without expansion thoracoplasty) to determine the effect on respiratory status. A total of 77 patients with abnormal assisted ventilation rating (avr) under 10 years old of age for treatment of thoracic insufficiency syndrome (tis) with minimum of 2-year follow-up data were included in the study. Surgery was performed using vertical expandable prosthetic titanium rib (veptr). Average follow-up was 5.6 years. The following complications were reported as follows: of the 77 patients with an avr>0, 28 (36%) had a change in avr from initial to final assessment: 19 (24%) improved and 9 (12%) patients deteriorated, whereas 49 (64%) remained stable. Of the 19 positive changes, 12 began on full-time (avr, +4) or part-time (avr, +3) ventilation support and 7 on supplemental oxygen (avr, +1). 3 patients improved to part-time ventilation support at last follow-up. This report is for an unknown synthes vertical expandable prosthetic titanium rib (veptr). This is report 1 of 1 for (B)(4).